Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual analysis revealed reddish material and a hole in the surface of the pebax exposing internal components. An electrical test was performed and an open circuit was found at the tip area. A manufacturing record evaluation was performed for the finished device lot number 31396142l, and no internal action was found during the review. The electrical issue reported by the customer was confirmed as open circuit was detected. The potential cause of the open circuit could not be determined. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. This issue is unrelated to the reported event. The carto instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, when the ablation was removed and put back in to change the sheath during ablation, the signal could not be made with signal noise in ablation distal. Both carto and recording equipment were noisy, and there was no noise effect on other signals, but only ablation catheter distal noise was severe. The medical team reconnected the ablation cable, but the issue didn't resolve. The cable was replaced with a new one, but there was still no noise. After replacing the ablation with a new one, the ablation noise disappeared and the procedure was successfully completed. No patient consequences were reported.